Event description:
Two anchors were inserted into glenoid during surgery (repair capsular joint). Suture eyelets snapped off on insertion. Same occurrence with 4 of 5 packages within box of 5. Two additional anchors were finally inserted without incident, and glenoid was reattached. No adverse outcome to pt.